Event description:
On 27nov2023 the customer reported that repeatable false elevated hstni (accesss high sensitivity troponin I, part number b52699, lot number not provided) results for one patient were generated on the customer's unicel dxi 800 access immunoassay analyzer, part number 973100 and serial number (B)(6)). On (B)(6) 2023, the patient was tested with the access hstni assay at customer site due to an abnormal myocardial enzyme profile obtained at another hospital (no further information provided). The hstni result was high at 0.21 ng/ml (reference range: <0.0175 ng/ml). A new sample from this patient, collected on (B)(6) 2023 was tested with a similar high result at 0.23 ng/ml. On (B)(6) 2023, this patient was tested again and the result was 0.23 ng/ml. This patient also underwent electrocardiogram and echocardiography, and the results were normal. Due to the repeatable elevated hstni results, the patient was admitted to the hospital for myocarditis. During hospitalization, the patient was tested several times and the access hstni results were all elevated around 0.2 ng/ml. The patient was admitted to hospital because of the repeatable false high hstni results. The patient's electrocardiogram and other examinations results showed no abnormality. During hospitalization, this patient was treated with s-cyclic adenosine meglumine injection and chinese medicine. Per customer verbal report, the hstni results did not change upon treatment. No further information was provided. There were no hardware errors or issues with other assays reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were not provided for review. No other patient results were called into question. There was no indication of carryover as the customer did not report obtaining high hstni sample results prior the questioned results and the questioned results were repeatable. A laboratory solution specialist (lss) was dispatched on 28nov2023. The lss tested the sample on siemens and abbott platforms. The result on siemens platform was <2.5 pg/ml and the result on abbott platform was at 0.001 ng/ml. The results on other platforms were all normal and discordant with the access results. Lastly, the lss suspected interference and performed patient sample interference testing. No issues with sample integrity were reported by the customer. No further sample information was provided.

Manufacturer narrative:
A1: the full patient identifier is case- (B)(6). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. D4 and h4: no lot number was provided by the customer. No UDI and no expiration date could be provided. Date of manufactured was not available and was indicated as 01jan2000. H3 and h6: there were no hardware errors or issues with other assays reported in conjunction with this event. No other patient results were called into question. A laboratory solution specialist (lss) was dispatched to customer site and performed patient sample interference testing. The patient sample was first tested neat for the hstni assay. The neat result was similar high at 0.247 ng/ml. An interference testing using different blockers, was then carried out. The blockers used in the interference testing consist of hbr-1, poly-mak, mouse igg, goat igg, rabbit igg, bovine igg and sheep igg, which are animal derived antibodies and a pool of blockers related to alkaline phosphatase (ap mutein, scavenger alp) was also tested. Interference antibodies interaction are listed in the limitations section of the access hstni instructions for use. This interference testing demonstrated the presence of interfering substances since the addition of the pool of blockers related to alkaline phosphatase significantly lowered the signal. Per current access hstni instructions for use, it states: "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce human anti-animal antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. Other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Carefully evaluate the results of patients suspected of having these types of interferences." In conclusion, the investigation demonstrated that interference related to alkaline-phosphatase is the cause of the falsely elevated hstni results. There is no evidence of a reagent or system malfunction.